Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a physician reported the patient had ventricular tachycardia (vt) that was observed on a surface electrogram (egm), however, this cardiac resynchronization therapy defibrillator (crt-d) did not detect the rhythm to deliver therapy. Programming changes were made to sensitivity and available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.